Manufacturer narrative:
No button error alarm. No button response due to flattened down button dome switch. Unable to perform the displacement test due to keypad anomaly. Scratched display window, cracked display window corners, battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
It was reported that the insulin pump had an alarm for a button error. The blood glucose reading was not known. Nothing further was reported.